Manufacturer narrative:
(B)(4). Batch # p55l57. Additional information was requested and the following was obtained: was any portion of the target tissue stapled or cut when the pve35a stopped working? If yes, were the staple line and cut line approximately equal in length? After discussing further with the surgeon he was able to say that some tissue was cut and stapled and that they were in approximate equal length. He said that the blade just did not retract on its own. Surgeon received inservicing on the device and now feels comfortable. The analysis found that one pve35a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was received with a cartridge loaded on the device. The cartridge was received unfired. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was any portion of the target tissue stapled or cut when the pve35a stopped working? If yes, were the staple line and cut line approximately equal in length?

Event description:
It was reported that during a radical nephrectomy procedure, the surgeon was unable to make a complete firing. He started to fire the device but unable to make full transection on tissue. He used the manual override on the device. He completed the case with a second/same powered device. There were no adverse consequences for the patient.